Event description:
Potential for injury associated with the tilt actuator popping and jerking in the tilt position on a tdxsp-mcg power chair. This event could potentially lead to user becoming stranded in a tilt position.